Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse platform (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.